Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported sgc leak (loss of fluid column) appears to be due to the reported leak in the clip delivery system; therefore, attributed to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report a loss of fluid column. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The steerable guide catheter (sgc) was advanced to the left atrium with no reported issue. When the clip delivery system (cds) was introduced into the sgc, a loss of fluid column was noted. Aspiration from the sgc was performed and attempted to insert the clip again; however, a loss of fluid column was noted. Another sgc was prepared and inserted into the left atrium; however, when inserting the clip again, a loss of fluid column was noted. At this point, it was noted that the cds was the cause of the sgc losing fluid column. Another cds was prepared and was inserted into the sgc with no reported issue. The procedure was completed with two implanted clips, reducing mr to grade 1. After the first sgc was removed from the patient, it was tested again, and it did not hold column. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.